Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was the caller reported that the patient was in the hospital right now and they couldn't seem to get the patient's implant charged. The caller stated that patient's back was hurting and they wanted to get in contact with a manufacturer representative (rep) in order to have them come and assist the patient at the hospital. Agent reviewed role of representative and redirected caller to healthcare provider. Agent asked for further clarification to help the caller. Caller stated the patient could not charge their implanted device. Caller stated they had the paddle right over the battery, but they cannot get the battery to charge. Agent had the caller start a recharging session of the implant. Caller reported seeing the passive recharge mode screen with all three numbers as 73. Caller repositioned the recharger and the numbers changed to 53-94-94. Before agent was able to continue troubleshooting, the caller disconnected the call as they stated they need to take an incoming call from a doctor, and they will ask their doctor to page a rep for in person assistance. Agent reviewed role of rep with the caller, and how to get in contact with rep. Agent reviewed passive recharge function with the caller.